Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had pixels that looked like ink blots on the screen. The customer reported that the pixels issue was increasing. The display issue blocked the graphics and text on the touch screen. The customer's blood glucose was not impacted. Customer would continue to use the pump for insulin therapy.